Event description:
It was reported that the patient was admitted to the hospital for presyncope. The device was evaluated and oversensing was noted and it was reproducible with pocket manipulation. It was also reported that there was noise on the device which could be potentially be due to electromagnetic interference (emi). The device was reprogrammed until it was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was analyzed. Oversensing was noted as supra ventricular tachyarrythmia was observed in two episodes on (B)(6) 2012.